Event description:
When pulling IV fluids for patient use, the rn noted the 1000ml sodium chloride IV solution bag was leaking into the over-pouch. This was noted prior to opening the over-pouch. This product was not used on the patient. Manufacturer response for 1000 ml IV sodium chloride solution bag, (brand not provided) (per site reporter). Baxter responded to the report sent to them by the hospital's materials management specialists. Additional questions were asked regarding discovery of the issue. Baxter then provided a return kit to the hospital for the product to be returned to the company for evaluation.